Event description:
It was reported that the patient experienced a hypoglycemic event with a low blood glucose level of 40 mg/dl, lost consciousness, and sustained a head impact; the underlying cause of the low glucose was not identified and no device alerts or alarms were reported. Symptoms included loss of consciousness associated with hypoglycemia. Outcomes included temporary impairment and injury requiring evaluation for head impact. Investigation included a review of available use history and user report. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of the hypoglycemic event could not be determined and no device-related malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.